Manufacturer narrative:
Other text: b5: describe event or problem: updated with additional information received. D10: device available for evaluation: updated. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received via email by the manufacturer on 10-nov-2022. No patient involvement.

Manufacturer narrative:
Device evaluation: one device was received. The visual inspection showed a cracked right plunger case. A non-OEM battery was identified. During the functional testing, an invalid syringe message was identified during the syringe test. The root cause was found to be a broken pin in the size pot and a cracked barrel clamp guide. Size pot and barrel clamp guide were replaced; OEM battery was installed. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Device operator is unknown. No information has been provided to date.

Event description:
It was reported that there was an invalid syringe on a syringe pump. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.